Event description:
Instrument ceased firing half way through the firing cycle with two different sulus. The surgeon then decided to use a new instrument handle and sulu to complete the case without further incident. Procedure: laparoscopic gastric bypass revised to a roux-en-y.